Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and the high voltage connections were lubricated and re-connected. The igbt transformer was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display a visible fluoroscopic image. No pt death or serious injury was reported.